Event description:
(B) (6) reported to (B) (6) that our product caused an inflammatory response in the parenchyma, and that he had stopped using the product. He did not elaborate on pt impact or the date of the surgery. The surgeon was not willing to share any additional information concerning the incident.

Manufacturer narrative:
No conclusion can be made. The surgeon was not willing to share any additional information concerning the incident. Without the lot #, a detailed investigation could not be performed.